Event description:
It was reported that during a follow-up appointment, the device could not be interrogated. It was noted that approximately six month prior, the device indicated 58 months remaining longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.